Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge was cracked, due to "use error." The customer loaded a new cartridge to address the issue. Customer's blood glucose level was 250 mg/dl. Customer declined to provide backup insulin method.